Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), night sweats ("night sweats") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, night sweats and hot flush outcome was unknown. The reporter considered genital haemorrhage, hot flush, night sweats and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: night sweat and hot flashes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: hysterectomy was added to event pelvic pain and case was made incident. Reporter was added. Product tab was updated. References were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), night sweats ("night sweats"), hot flush ("hot flashehs") and premenstrual syndrome ("period like symptom"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, night sweats, hot flush and premenstrual syndrome outcome was unknown. The reporter considered genital haemorrhage, hot flush, night sweats, pelvic pain and premenstrual syndrome to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: night sweat and hot flashes, premenstrual syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event periods like symptom, action taken with drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.